Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9205618. Medical device expiration date: 2024-07-31. Device manufacture date: 2019-07-24. Medical device lot #: 9126796. Medical device expiration date: 2024-04-30. Device manufacture date: 2019-05-06. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that label defect was found before use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, (label defect), (illegible printing), (label defect). 7 occurrences were reported.